Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was duplicated and attributed to an unsuccessful attempt to upgrade the software. The digital board was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.